Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr catheter broke. A 2.00mm peripheral rotalink® plus was selected for use. During preparation outside patient's body, it was noticed that the burr catheter broke off on the rotawire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The advancer unit and the burr units were received attached together as a single unit. The advancer knob was received tightened in a backward position. There was no fracture or break in the device. Investigation presented no damage or irregularities to the device. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the 70% stenosed target lesion was located in the mildly tortuous superficial femoral artery. The same rotawire was used to complete the procedure.